Manufacturer narrative:
The reported event of mw file - "broken standoffs," broken bezel post, hinge crack file was opened to document an event that the customer reported. No devices or logs were returned for investigation. The photos in the site visit summary are of cracked bezels not broken bezel post. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 2/14/2012. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for the lvp bezel recall, an unrelated issue. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notification was not opened for the source device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported a hinge crack and a fluid test ran faster than expected. There was no patient involvement. Broken bezel posts were identified when the case was opened. After the internal biomed testing the device was sequestered and initially further third party testing was discussed. Later the device was repaired by the local hospital biomed, additional testing was completed after repair, and the device was then returned to patient care areas. Received a copy of the customer's medwatch report from the FDA which states, "during testing, an 8100 pump module was observed to continue pumping after vtbi had been reached and knocking or rattling noises were heard. The pump enclosure was opened to examine the interior. The biomedical engineering technician found that three of the enclosure's standoffs that secure the main board and pump mechanism had completely fractured into two pieces, allowing the board and pump mechanism to float inside the enclosure. The condition of the enclosure did not suggest that the standoffs had fractured due to the pump being dropped. It is possible that the standoffs fractured due to inherent stress."